Manufacturer narrative:
Investigation summary: one sample was returned for investigation by the customer. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with saline and was able to flow with gravity. The customer complaint that the tubing would not flow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 21085772 was performed. The search showed that a total of 34543 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set had a flow issue and was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the tubing would not flow. "